Manufacturer narrative:
MDR 9618003-2019-05253 / device 4 of 5. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the starter hole was off center. The product was not used on or by a patient. No photograph was provided.